Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on an unknown date due to dropping blood glucose level with unknown value. The customer reported that she had done 2 drip test to make sure the tubing was priming before connecting but even then the insulin pump delivered 80 units of insulin once she connected the tubing. The customer was about to change the reservoir and set as it had grayed out. The customer was not sure if she accidentally delivered to herself nut she disconnected as soon as she knew something was wrong. She suspected that she was suspended due to low. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2020 due to dropping blood glucose level with unknown value. The customer reported that she had done 2 drip test to make sure the tubing was priming before connecting but the insulin pump delivered 80 units of insulin once she connected the tubing. The customer was about to change the reservoir and set as it had grayed out. The customer was not sure if she accidentally delivered to herself but she disconnected as soon as she knew something was wrong. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.